Manufacturer narrative:
The reported events high lead impedance and material integrity problem were not confirmed. Electrical testing did not find any internal shorts. The conductor continuity of cables was due to electrocautery damage. Unable to perform impedance test due to the condition of the lead as received. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. The physician suspected a fracture as the cause of the high impedance, but diagnostic imaging did not reveal any abnormalities. The lv lead was explanted and replaced with a new lead. The patient remained stable.